Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced dizziness and treated themselves with insulin (dose, type unspecified). Additionally, the customer also had contact with a healthcare professional (hcp) and was treated with sugar solution for the treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 356 mg/dl was compared to an hcp meter result of 110 mg/dl. Length of wear was 1 day . When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.